Event description:
Per independent repair center, unit is alarming or red light. Failures include: the pilot valve being stuck, leaking at the o-ring, leaking at the hose clamp. Broken hourmeter, and dirty pm kit.